Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed battery out limit. The customer is having issues with battery lasting longer than 2-3 days. The customer stated the pump alarmed during normal use. The customer's blood glucose was unknown. The customer was advised the battery cap will be replaced. The customer was advised to monitor pump.